Event description:
It was reported that a patient presented to the emergency room with syncope complaints. Electrograms showed noise on both atrial and rv leads. Pacing inhibition was present. The rv lead was explanted and replaced, and atrial lead was capped and replaced. Patient is clinically stable.

Event description:
It was reported that a patient presented to the emergency room with syncope complaints. Electrograms showed noise on both a, and rv lead. Pacing inhibition was present. The hv lead was explanted and replaced, and lv was capped and replaced. Patient is clinically stable.